Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the available black box data revealed no evidence of an inaccurate delivery issue. During testing, the pump powered on properly and was exercised for 24 hours with no errors, alarms, or warnings observed. A delivery accuracy test was performed and passed; the complaint was no duplicated. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.